Event description:
A complaint was received regarding a 290 cm (114") 20 drop w/15 micron filter primary set w/2 back check valves, microclave® clear, rotating luer w/filter cap that experienced no flow during patient use. The reporter stated the following: ¿today we lost a dose of fdg (fluoride tracer), because the fluorinated tracer could not pass through the connection valve and the trasis cartridge was already damaged.¿ the incident occurred during the administration of fdg. There were no visible signs of malfunction, damage, strain or wear with the device prior to the incident, nor physical defect with the device before the incident. The product was stored in nuclear medicine storage room. The delay of the therapy was about 40 minutes. There were no adverse events noted, no need for medical intervention.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint.